Event description:
I have been extremely ill since having a breast augmentation (B)(6) 2014. I am reporting breast implant illness. I had sientra textured implants in (B)(6) 2014 and suffered with health issues immediately after breast implants put in. I have been through physical and psychological adverse effects "duh" as developing autoimmune disease, and pulmonary fibrosis, ischemic area in my brain etc. I was a healthy women until receiving breast implants and lost 5 years of my life due to my symptoms. I read online that sientra took these same implants off the market due to contaminated products and my plastic surgeon was supposed to contact any adverse health issues related to adverse health issues. I have never received any f/u from my plastic surgeon ever. I had my implants removed yesterday (B)(6) 2019 in desperation to heal from these debilitating symptoms. FDA safety report ID# (B)(4).